Event description:
It was reported that the capture threshold had increased and the r-wave had decreased. Multiple noise reversions were recorded. X-ray revealed that the lead had dislodged. No further information is available at this time.

Manufacturer narrative:
(B)(4).